Manufacturer narrative:
The technician found the mesh lock for the auto contour was bent. He removed it to repair the stretcher.

Event description:
Information received indicates the head of the stretcher is stuck in the raised position.